Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a sudden lost of consciousness while walking down the beach. The emergency team brought him to the hospital where he was found with an extremely low escape heart rate. Interrogation of the device was not possible as it did not respond to the programmer header. It was noted there was an abnormal battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device lost telemetry and function due to a severely depleted battery. The cause of the depletion was not determined. The device was fully functional and operated under normal current drain when powered with an external supply. No hybrid anomalies were observed. Battery analysis revealed that plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.